Event description:
It was reported that the patient presented for a lead implant. During the procedure, when the left ventricular lead was connected to the pacing system analyzer, it exhibited noise, high and varying pacing impedance, and loss of capture. The lead was not used and another one was implanted instead. There were no patient consequences.

Manufacturer narrative:
The reported events were noise, no capture and unstable lead impedance at implant. As received, a complete lead was returned for evaluation, measuring 86.1 cm. The lead connector passed insertion testing into the test implantable cardioverter defibrillator device, but failed insertion test into the test is-4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.